Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version. 3.1.1 cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware. N5004l cloud - cgm sensor type g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 38 mmol/l with ketones levels at 4.8 mmol. The patient reported to having lost the controller and subsequently experiencing high blood glucose level. The patient was diagnosed with dka while in the hospital. Symptoms reported included elevated blood glucose and ketones, and fatigue. The patient was treated with insulin pens and also provided insulin pens for home use. The patient was released the following day ((B)(6) 2026).